Event description:
It was reported that (1) 578sd was used during laparoscopic tubal procedure. It was reported by the rep that the surgeon had difficulty inserting tubal clip applier through trocar. After entry surgeon noticed trocar seal on end of tubal clip applier. The surgeon removed seal and replaced the trocar with a new one to complete the case. There was no consequence to pt.